Event description:
It was reported that cartridge change errors occurred with multiple cartridges. It was reported the customer experienced an elevated blood glucose (bg) level of 579 mg/dl. High bg was addressed by taking a manual correction injection. Additionally, the cartridge o-ring was missing, and the customer confirmed the o-ring was not located on the pneumatic tap.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.